Manufacturer narrative:
It was not possible to prime during the prime test due to faulty force sensor resistor. Occlusion and excessive no delivery tests could not be performed, due to prime/fill anomaly.the insulin pump was received with a cracked display window at the upper right side corner, cracked case at display window corners and a cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump was stuck in a priming loop. The customer's blood glucose was 122 mg/dl. During troubleshooting, customer was advised to hold down a button until a second series of beeps occurred or numbers were to appear on the display. Neither of these happened upon holding down the button. After changing the set and reservoir, customer was still unable to complete priming process. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.